Manufacturer narrative:
Suspect medical device serial number it was reported that the serial number of the console was (B)(4). The correct serial number of the console is 2(B)(4). Evaluation summary upon inspection and analysis of the unit engineer could not duplicate the reported issue. Found the transducer assembly rusty and not moving smoothly through cylinder. Although the transducer was within specification the engineer installed a new transducer, performed vacuum calibration, verified hand piece (B)(4) and checked good. Per field service engineer system meets abbott medical optics specifications. Phaco accessory solo ia tip: part number (B)(4), lot# 039866 was returned and a microscopic evaluation was performed. 40x magnification showed that the port edges were in good condition with no gouges or burrs. The surface of the cannula showed normal wear and tear with no protruding burrs or damage severe enough to catch or snag in the eye. The tip and handle was clean and in good condition. No problem found. All pertinent information available to amo has been submitted. Should new information that changes the facts and/or conclusion of this report become available, a supplemental report will be submitted.

Manufacturer narrative:
Solo ia tip, opoia2045d, lot#039866 was evaluated. Evaluation at 40x magnification shows port edges in good condition with no gouges or burrs. Surface of the cannula shows normal wear and tear with no protruding burrs or damage severe enough to catch or snag in the eye. Tip and handle are clean and in good condition. No problem found. Correction: machine in use during the procedure is serial number (B)(4).

Event description:
It was reported that during a cataract procedure the patient experienced a capsular tear. Staff believes the tip of the hand piece had a burr on it. Dr. Performed an anterior vitrectomy and placed the lens in the sulcus. The clinic indicated expected patient outcome is good.

Manufacturer narrative:
Evaluation summary: inspection and analysis of the unit and the hand piece tip is still in progress and a supplemental will be submitted. Placeholder.